Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-nov-2023, UDI#: (B)(4). H3. Analysis of the communicator found the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient recently got new communicator and it took 6+ hours to charge. The patient also stated that the charging port was not lined up with the cord and that they were seeing the error code 338. During the call patient kept referring to issues with the communicator as issues with the handset and it became difficult to determine if the issues were actually with the handset or communicator. 2023-12-04 (B)(4) update (con) document contained no new information. 2023-dec-14 (B)(4) update (con) document contains no new event information.